Event description:
Pediatric oxymask noted to be ver loud with oxygen administration and the pt required increased oxygen. Upon exam of the oxymask, a kink in the tubing was noted at the base of mask that twisted and blocked the oxygen administration to the pt. Different mask was placed on the pt and the problem resolved. FDA safety report ID# (B)(4).